Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose levels. The customer blood glucose levels at the time of incident were in the 400mg/dl. The customer will be speaking with their clinic to determine possible setting adjustments. Nothing is being returned or replaced at this time.